Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was seen with high impedance during a battery replacement procedure. The explanted generator could not be interrogated due to eos. High impedance was seen once the new generator was implanted and the patient then had the lead replaced. The surgeon has responded that no obvious fracture of lead was seen during explant/revision. Device history records were reviewed. The device was seen to pass all functional and quality testing prior to distribution. The explanted device has not been received to date. No other relevant information has been received to date.